Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the failed drawer. A field service engineer contacted unit and walked through with recover storage space function. Drawer recovered and unit was able to remove med from drawer. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed. The customer stated that the malfunction occured when user was trying to issue medication to patient and there was an ongoing delay for a couple of hours for the critical medication morphine. There were no adverse events or injuries reported based on this incident.